Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other four proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement was attempted in the mildly calcified left common femoral artery using five proglide devices via a 6f sheath using the pre-close technique prior to an interventional endograft procedure. Reportedly, a suture break occurred with all five proglide devices. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.